Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm any allegations against this product. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was removed from service for an unknown reason during an elective device upgrade procedure. No adverse patient effects were reported.